Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set multiple times and infusion set cannula was not compromised. After the last change of the infusion set, the occlusion was resolved. Reportedly, customer ordered a different type of infusion set. Customer's blood glucose ranged from within range to 198 mg/dl.